Event description:
It was reported that a user experienced repeated postprandial blood glucose fluctuations when entering meal announcements after eating, which led the ilet system to deliver insulin that overcorrected and resulted in low blood glucose; the user was advised to announce meals before eating and was offered additional training. Symptoms included hypoglycemia requiring oral glucose treatment. Outcomes included the need for user intervention and contact for training without hospitalization. Investigation included review of user-reported events and education on correct meal announcement timing. Investigation of this case revealed user technique error related to missed or delayed meal announcements with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate training.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.